Event description:
It was reported that during daily routine check, the cs100 intra-aortic balloon pump (iabp) unit had a leak in the iabp circuit. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a leak in iabp circuit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) tested the cs100 iabp with a trainer and demo balloon for more than three hours, and could not reproduce the issue. The fse passed all functional and safety tests and was returned to the customer for use.